Event description:
A dialysis facility reported that the venous line was found disconnected from the pt's subclavian catheter during a hemodialysis treatment. Approximately 500-600 cc of blood was found on the floor. There was reportedly no machine alarm. The pt was transported to the hosp and rec'd 2 units of blood.